Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. It was indicated that several shocks may have been for supra ventricular tachycardia (svt) with rapid ventricular response. It was specified that the patient was in atrial arrhythmia at time of the treated episodes. Several shocks accelerated ventricular rate after the atrial arrhythmia was terminated yet the patient reported being asymptomatic at the time of therapies. The right ventricular (rv) lead was explanted and a new rv lead placed in a different location in hopes of improved therapy results. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.